Event description:
Additional information received stated that the patient had their scs system explanted on (B)(6) may 2019. Company representatives were not present during the explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall and the patient experienced pain at the ipg site. X-rays confirmed that the ipg has not migrated. Surgical intervention may be pending to address the issue.